Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Fields were updated accordingly.

Event description:
The provider states the motor brakes are not holding so chair is just rolling on it's own.

Manufacturer narrative:
Dh 08/22/2016 dh no injury alleged. Malfunction alleged. MDR not filed. (B)(6) not filed.

Event description:
The provider states the motor brakes are not holding so chair is just rolling on it's own.